Event description:
It was reported that during a percutaneous transluminal coronary angioplasty intervention, a balloon detachment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the anterior tibial artery. During an unspecified time of the procedure, the balloon of a 2mm x 30mm x 144cm coyote es mr balloon catheter came off of the shaft and migrated distally in the anterior tibial artery. The physician decided to leave the detached balloon in the patient. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).